Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient cannot exit MRI mode. Troubleshooting was unable to resolve the issue. As a result, surgery may take place in the future to address the issue.

Event description:
Additional information received that indicates ipg was replaced on (B)(6) 2023 to address this issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. The patient controller required to do this was stolen from the patient. If a device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal indication per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The ipg was replaced to reestablish effective therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.